Event description:
It was reported by the patient that the pdm (personal diabetes manager) gave 4 units of insulin that were not programmed by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.